Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress of repeated use, external factors or handling of the device (such as the image sensor unit was damaged, disconnected or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken). The definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli (white light imaging) and nbi (narrow band imaging) observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image did not appear on the flex deflectable videoscope during preparation for a therapeutic procedure. The procedure was completed with no delay, using another device. There was no report of patient harm. The device was returned, evaluated, and no image was displayed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. In addition to no image being displayed, evaluation also found that the adhesive on the bending section cover was chipped. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.